Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient transferred from another pump platform attempted to use a libre 3 plus sensor that had been started on a reader rather than within the ilet mobile application, resulting in a sensor-in-use-by-another-device condition that prevented pairing with ilet until a new libre 3 plus sensor was started with the ilet app. Symptoms included no reported adverse physiological effects or alarms. Outcomes included no medical intervention, no hospitalization, and continued sensor warm-up after guidance. Investigation included customer interview, device use review, and troubleshooting with user education on correct sensor start-up workflow. Investigation of this case revealed user setup error related to initiating the sensor on a non-ilet device prior to attempting connection with the ilet system. It was concluded that the device performed as designed and that the event was attributable to use error, which resolved after proper setup instructions.